Event description:
The event is reported as: the stapler jammed during use due to a slight misalignment of the trigger. The event caused no harm to the pt.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u investigation report will be sent when completed.